Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio2: 5.2; lab: 3.1. Pt's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, pt's coumadin dose was held based on the inratio2 result and pt was told to eat spinach. This was after lab comparison was ordered and pending lab results.